Manufacturer narrative:
The reported events were insulation abrasion, oversensing, high defibrillation impedance and high pacing lead impedance. As received, a partial lead was returned in two pieces. The reported event of insulation abrasion and oversensing were confirmed. Visual inspection found multiple internal insulation abrasions breaching the all the cable lumens and the inner coil lumen with intact etfe cable coating proximal to right ventricular shock coil. Multiple external insulation abrasions breaching the ring electrode and right ventricular cable lumens with both abraded ring electrode cable coating proximal to the suture tie impression and under the suture sleeve. The cause of insulation abrasion was due to external insulation abrasion consistent with friction to the device can and friction to suture sleeve and the cause of oversensing was due to internal insulation abrasion. The reported events of high pacing lead impedance and high defibrillation impedance were not confirmed. Electrical testing did not find any indication of conductor fractures. Unable to perform impedance test due to the condition of the lead, as received.

Event description:
It was reported that during a follow up in clinic, oversensing, high defibrillation impedance, and high pacing impedance were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and externalized conductors were observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.